Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging an unusual issue with the subject meter; the reporter stated that a rectangle with a line through it was present on the subject meter display. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.